Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, failure to capture, oversensing noise, varying low voltage impedance, and low pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient was in stable condition.